Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels highest (350 mg/dl) with ketones present. The customer would take manual injections and bolus to stabilize bg level. During troubleshooting the customer noted air bubbles in the tubing. It was indicated that the customer would change out supplies. In addition, the customer reported to have experienced a low bg level of (50 mg/dl) the customer drank juice to stabilize bg level. Reportedly, the customer had over corrected high bg.